Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they had low blood glucose value and the o-ring had come off and reservoir was unable to lock in place when inserted into pump.. Customer's blood glucose value was 53mg/dl. Customer was advised to discontinue use of the pump and revert to a back-up plan per healthcare professional¿s instruction. Insulin pump will be returned for analysis and a replacement pump will be sent.

Manufacturer narrative:
The insulin pump passed the displacement test and some physical cosmetic damage around the device noted. The p-cap locks into the reservoir compartment properly noted.